Event description:
Device 3 of 4. Reference MFR reports: 1627487-2011-02320 and 1627487-2011-02321 and 1627487-2011-02323. The pt received his scs system, including an ipg, two percutaneous leads and two anchors (of the same lot), on (B)(6) 2010. It was reported the entire scs system was explanted and not replaced due to infection. Attempts to obtain additional info regarding the type of infection, the source of infection and the pt status were unsuccessful. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.